Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The supply valve was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement.